Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a left ventricular assist device (lvad), the patient's right atrial (ra) lead became dislodged, and there was loss of atrial capture observed. The physician stated that there were no issues with the lead, and that the dislodgment was entirely due to the lvad placement. The physician chose to make no changes to the lead for reasons of medical judgement and patient's condition. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.